Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted, resulting in the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy.